Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced no audio alert on the dexcom receiver and an adverse event. The patient stated shortly after tennis practice, the low alert on the receiver did not go off and the patient became unconscious and unresponsive. An unknown patron at the park called the ambulance and when they arrived, they administered the patient with glucagon and food on the way to the emergency room (ER). It was indicated that the patient recovered and was released shortly after arriving to the ER. At the time of contact, the patient was doing good. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause was not determined.

Event description:
The receiver was returned for evaluation. An exterior physical visual inspection was performed, and no defects were found. The receiver was charged and rebooted successfully. A review of the downloaded receiver log did not find any errors related to the customer complaint. Functional testing was performed, and no defects were found. A try it test was performed, and the test passed. The receiver was tested on the global receiver communication tool and the test passed. The resistance of the speaker was measured, and the resistance was within specification. The receiver case was opened for further evaluation. An interior inspection was performed, and the inspection passed. The reported intermittent audio output could not be confirmed. A probable cause could not be determined.